Event description:
The customer reported that during the procedure the device did not seal. No add'l details have been made available by the site to date. Add'l questions in regard to the incident have been asked.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for eval. Add'l questions in regard to the incident have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).visual inspection found no defects.the device was plugged into the generator and the hand switch generated intermittent regrasp alarms when the button was pressed. The intermittent regrasp alarms interrupted the seal cycles. This caused the device to deliver partial seals. Regrasp alarms indicate that a seal cycle is not complete.the device was disassembled to inspect the switch assembly. Pmv investigation found the switch post was not making sufficient contact with the internal domes when the button was pressed. This failure caused the regrasp alarms. An engineering change was initiated and a new single dome switch design has been implemented. This device was manufactured before this change.